Event description:
It was reported stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The 75% stenosed target lesion was located in the severely calcified and severely tortuous proximal left circumflex artery. A 7 fr non bsc introducer sheath was used. A 2.0mm x 15mm non bsc balloon catheter was advanced to the lesion for predilation at 16 atmospheres. Then the 2.25x16mm promus element plus stent was advanced however the tip of the device came in contact with the proximal side of the lesion, as a result, the device was unable to cross. When several attempts were performed to deliver the device, the stent was dislodged. The stent was removed using a snare. Only plain old balloon angioplasty was performed and the procedure was completed. The physician thought that severe tortuousity and heavy calcification caused the stent dislodgement. No patient complications were reported and the patient's status was good.

Event description:
It was reported stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The 75% stenosed target lesion was located in the severely calcified and severely tortuous proximal left circumflex artery. A 7 fr non bsc introducer sheath was used. A 2.0mm x 15mm non bsc balloon catheter was advanced to the lesion for predilation at 16 atmospheres. Then the 2.25x16mm promus element¿ plus stent was advanced however the tip of the device came in contact with the proximal side of the lesion, as a result, the device was unable to cross. When several attempts were performed to deliver the device, the stent was dislodged. The stent was removed using a snare. Only plain old balloon angioplasty was performed and the procedure was completed. The physician thought that severe tortuousity and heavy calcification caused the stent dislodgement. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent was detached from the balloon and not returned. A visual and microscopic examination found that stent crimp marks were clearly visible on the balloon. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).